Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump indicated that the system had faulted. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-ms 3 ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. During the investigation it was found that the pump displayed error code 112 during power up. The investigation determined that the motor was defective due to high current draw was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the issue was found during testing; there was no patient involvement.